Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with no atrial capture. Programming attempts failed to gain capture on the atrial lead, so the device was reprogrammed to vdd mode as the patient has a history of atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.